Manufacturer narrative:
Product ID: 3389s-40, lot# va0cuwt, implanted:(B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
Additional information received reported that the patient was recovering from his lead revision, but the reporter did not know his specific status. Therapy had not been resumed and would not be resumed for two weeks when the new lead was connected to the existing extension and implantable neurostimulator (ins). The lead was severed at the revision and the distal tip was discarded.

Event description:
It was reported that an x-ray revealed a severe bend in the lead as it exited the extension. The x-ray was obtained because the patient suddenly lost therapy. The patient had a return of parkinson¿s symptoms in his body due to cessation of therapy. Upon interrogation, all contacts were noted to have an impedance of over 6,000 ohms. The patient was taken to the operating room (or), where the lead was disconnected from the extension and tested with a clinician programmer and external neurostimulator (ens). At that time it was identified that the #1 electrode was the only contact with impedance issues. Upon hooking the lead back into the extension, impedances were again tested. The #1 contact had dropped to 1,500 ohms and the patient¿s therapy resumed post-operatively. The reporter believed that the impedance changed due to the lead being straightened surgically. There was concern that the lead was damaged and that therapy may not last long term and that a revision of the lead would be required. Five days later, it was reported that a revision was not yet scheduled. The cause of the issue was not determined. A week later it was reported that the patient was having a lead revision on (B)(6) 2014 coupled with a new lead to be placed in the un-implanted hemisphere.